Event description:
It was reported that the patient experienced dizzy spell due to complete atrio-ventricular block with low rhythm. It was also reported that the implantable pacing lead encountered a confirmed fracture and exhibited no capture. The ipl was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.